Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube"), psoriasis ("psoriasis / persistent skin psoriasis (debilitating/like fire ants)"), psoriatic arthropathy ("psoriatic arthritis") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included d & c, laparoscopy, heavy periods, gravida ii, parity 3 (((B)(6) 2002, (B)(6) 2006 and (B)(6) 2009).) And miscarriage in 2005. Previously administered products included for an unreported indication: nuva ring. Concomitant products included adalimumab (humira) and cetirizine hydrochloride (aceterin) for psoriasis as well as duloxetine hydrochloride (cymbalta), methotrexate, modafinil and pregabalin (lyrica). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced psoriasis (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced arthralgia ("persistent joint pain (debilitating, severe and persistent)") and tendon pain ("persistent tendon pain"). In (B)(6) 2015, the patient experienced rheumatic disorder ("rheumatology issues"). On (B)(6) 2016, the patient experienced allergy to metals ("possible allergy to essure"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, psoriatic arthropathy (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (underwent hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, psoriatic arthropathy, genital haemorrhage, fibromyalgia, mental disorder and allergy to metals was resolving and the psoriasis, arthralgia, tendon pain and rheumatic disorder had not resolved. The reporter considered allergy to metals, arthralgia, fallopian tube perforation, fibromyalgia, genital haemorrhage, mental disorder, psoriasis, psoriatic arthropathy, rheumatic disorder and tendon pain to be related to essure. The reporter commented: patient received treatment for psoriasis,psoriatic arthritis,fibromyalgia. Current weight: (B)(6). Diagnostic results: in (B)(6) 2009 underwent dye test. Most recent follow-up information incorporated above includes: on (B)(6) 2017: all events, historical condition, concomittant condition,lot number, reporter added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') and device dislocation ('migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2005, d & c, laparoscopy, heavy periods, multigravida, parity 3 (((B)(6) 2002, (B)(6) 2006 and (B)(6) 2009).), depression, tobacco user, snoring, dry skin, guttate psoriasis, psoriatic arthritis and muscle soreness. In (B)(6) 2009 underwent dye test. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included dyspareunia, uterine prolapse, stress incontinence and chronic cervicitis. Concomitant products included adalimumab (humira) and cetirizine hydrochloride (aceterin) for psoriasis as well as duloxetine hydrochloride (cymbalta), methotrexate, modafinil and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced psoriasis ("psoriasis / persistent skin psoriasis (debilitating/like fire ants)"). In (B)(6) 2015, the patient experienced arthralgia ("persistent joint pain (debilitating, severe and persistent)") and tendon pain ("persistent tendon pain"). In (B)(6) 2015, the patient experienced rheumatic disorder ("rheumatology issues"). On (B)(6) 2016, the patient experienced allergy to metals ("possible allergy to essure"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, psoriatic arthropathy ("psoriatic arthritis"), genital haemorrhage ("bleeding"), fibromyalgia ("fibromyalgia") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (underwent hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, psoriatic arthropathy, genital haemorrhage, fibromyalgia, mental disorder and allergy to metals was resolving, the device dislocation outcome was unknown and the psoriasis, arthralgia, tendon pain and rheumatic disorder had not resolved. The reporter considered allergy to metals, arthralgia, device dislocation, fallopian tube perforation, fibromyalgia, genital haemorrhage, mental disorder, psoriasis, psoriatic arthropathy, rheumatic disorder and tendon pain to be related to essure. The reporter commented: patient received treatment for psoriasis,psoriatic arthritis,fibromyalgia. Current weight: 250 lbs . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tube') and device dislocation ('migration') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage in 2005, d & c, laparoscopy, heavy periods, multigravida, parity 3 (((B)(6) 2002, (B)(6) 2006 and (B)(6) 2009).), depression, tobacco user, snoring, dry skin, guttate psoriasis, psoriatic arthritis and muscle soreness. * in (B)(6) 2009 underwent dye test. Previously administered products included for an unreported indication: nuva ring. Concurrent conditions included dyspareunia, uterine prolapse, stress incontinence and chronic cervicitis. Concomitant products included adalimumab (humira) and cetirizine hydrochloride (aceterin) for psoriasis as well as duloxetine hydrochloride (cymbalta), methotrexate, modafinil and pregabalin (lyrica). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2015, the patient experienced psoriasis ("psoriasis / persistent skin psoriasis (debilitating/like fire ants)"). In (B)(6) 2015, the patient experienced arthralgia ("persistent joint pain (debilitating, severe and persistent)") and tendon pain ("persistent tendon pain"). In (B)(6) 2015, the patient experienced rheumatic disorder ("rheumatology issues"). On (B)(6) 2016, the patient experienced allergy to metals ("possible allergy to essure"), 7 years 1 month after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, psoriatic arthropathy ("psoriatic arthritis"), genital haemorrhage ("bleeding"), fibromyalgia ("fibromyalgia") and mental disorder ("caused or aggravated any psychiatric and/or psychological conditions"). The patient was treated with surgery (underwent hysterectomy and salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, psoriatic arthropathy, genital haemorrhage, fibromyalgia, mental disorder and allergy to metals was resolving, the device dislocation outcome was unknown and the psoriasis, arthralgia, tendon pain and rheumatic disorder had not resolved. The reporter considered allergy to metals, arthralgia, device dislocation, fallopian tube perforation, fibromyalgia, genital haemorrhage, mental disorder, psoriasis, psoriatic arthropathy, rheumatic disorder and tendon pain to be related to essure. The reporter commented: patient received treatment for psoriasis,psoriatic arthritis,fibromyalgia. Current weight: 250 lbs. Most recent follow-up information incorporated above includes: on 28-jan-2020: pfs received-event migration were added.new reporter were added incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.